Event description:
It was reported that right atrial (ra) and left ventricular (lv) leads exhibited decrease sensing and no capture. The patient experienced pocket stimulation. X-ray showed both leads pulled back into pocket. It appears to be a twiddler. During lead revision, both leads had tissue ingrowth at helix. Both leads were explanted and replaced. The patient is in stable condition.